Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Exact brand name not given. Some version of this device. Medical device catalog #: unknown. Unique identifier (UDI) #: unknown. No lot # provided. Device manufacture date: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Medical device expiration date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® luer-lok¿ has not been producing consistent results when drawing the blood specimen.